Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) was confirmed due to contamination on j1, j502, j101, and c530 on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (will not power on monitor) was confirmed due to the battery pack tri-cells being mis-matched. As received, the battery was unable to power on a monitor or charge. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a monitor will not power on. A us distributor reported that a battery was unable to power on a monitor.